Manufacturer narrative:
Intuitive received the part associated with this complaint and failure analysis replicated/confirmed the customer reported complaint . Failure analysis found the primary failure of broken conductor wire at the yaw pulley at the grip-crimp location. The instrument failed the electrical continuity test. No damage to the conductor wire insulation was observed. Additional observations not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Electrical continuity was performed and failed. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.061 - 0.109. In length and were not aligned with the tube axis. Scratch marks /abrasions instrument main tube is typically attributed to mishandling / misuse.

Event description:
It was reported that after auto cleaning in central processing, the electric wire was found broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected for any damage prior to reprocessing. Customer confirmed that the black cable was fully broken with no signs of thermal damage.